Event description:
The customer reported that the cufflator will not hold pressure. No other info was provided.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. The product status is unk a supplemental MDR will be provided if the product is returned and upon completion of the eval. Manufacturer references file# (B)(4).